Manufacturer narrative:
Method: device history record review. Results: based on the DHR review, there were no documented issues and concerns in the manufacturing and inspection processes which may contribute to the complaint issue. Physician report does indicate that the adverse event was a result of patient anatomy and it is the probable cause. (B)(4).

Manufacturer narrative:
Diopter +24.50. Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: work order search revealed no similar complaint within the work order. Conclusions code(s): based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens in patient's right eye. Prior to lens insertion the iris was bleeding. The surgeon inserted the lens into the eye. After insertion was not able to see and decided to remove the lens from the eye. A suture was used to close the wound. No other lens was implanted at this time. This event was not due to the lens. The cause was patient anatomy.